Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the cause of the cracked screen was unknown. Additionally, the customer reported that the customer experienced elevated blood glucose, however, a specific value was not provided. No additional patient information was provided. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Additionally the alleged high bg issue was verified in the pump logs, however, no failure was identified.